Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 1235-2-522 lot# g2930205 description: restoration (tm) adm. Cup w/ha. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.

Event description:
It was reported that, "poly exchange on old adm cup due to infection."